Event description:
Left tha revision. We revised a rejuvenate today due to pain and metallosis.revised to a restoration modular stem and constrained liner with a 28mm +0 v40 metal head. No other info will be provided by the hospital and the hospital will retain implants.

Manufacturer narrative:
Reported event: an event regarding metallosis involving a rejuvenate modular device was reported. The event was not confirmed. Method & results: -device evaluation and results:visual inspection: the device was not returned however photographs were provided for review. The image shows significant amount of blood on the device. Refer attached pics. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -device history review: review of the product history records indicate were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Clinician review: not performed as no clinical device were received for evaluation. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metallosis is considered not to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
Left tha revision. We revised a rejuvenate today due to pain and metallosis. Revised to a restoration modular stem and constrained liner with a 28mm +0 v40 metal head. No other info will be provided by the hospital and the hospital will retain implants.